Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they did not hold down any button for longer than three minutes and are unable to clear the alarm. Customer's blood glucose level was 148 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device had button error alarm due to moisture damage keypad traces. No unexpected numbers ramping on their own noted. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker.